Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency vascular treatment procedure was completed as planned by only using the fluoroscopy function. A philips field service engineer (fse) visited the site and confirmed that the image disk was malfunctioning. The fse solved the issue by reconstructing the image database. After reconstructing the image database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message that the image disk was full and could not perform exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.